Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus system blood glucose results of 427 mg/dl, 92 mg/dl, and "200+" mg/dl within 10 minutes. Customer took 46 units of novolog between the 427 mg/dl and 92 mg/dl readings, drank 1/2 cup of orange juice. Retest after he drank the orange juice was "200+" mg/dl. Specific value was unknown. All values within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.